Event description:
The customer reported a filament regulator failure error message. This error occurred during a procedure with patient involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fe found confirmed errors in system log however was unable to duplicate. The battery charger circuit was evaluated and reseated. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.